Event description:
It was reported that during a low anterior resection procedure, there were malformed staples. The surgeon oversewed to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.